Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).